Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been emitting tones. A high out-of-range right ventricular (rv) pacing impedance measurement was recorded one day after the beeping started. No oversensing or noise was noted on the device electrogram (egm). Boston scientific technical services (ts) discussed this was likely a connection issue. The patient called to report that his remote patient monitoring system showed a red call doctor icon and was referred to his clinic. A week later, the field representative called to find out if the beeping function of the device could be disabled as it was beeping again. The field representative confirmed that the previous beeping had been due to out-of-range rv pacing impedance. Ts noted that the most recent beeping was also due to a spike in impedance. It was reported that device reprogramming was not planned and that the patient is not paced very often. No adverse patient effects were reported.

Event description:
Additional information was received that an alert was issued on the patient's remote monitoring system for high, out-of-range rv pacing impedance. Ts discussed continued monitoring and also suggested programming the respiratory rate trend feature off.